Event description:
Subsequent to the previously filed medwatch reported, a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Additionally, there was biological material noted inside the guide tube and on the foot area. It was confirmed with the account that tissue/vessel damage had been noted and was treated with the cut down surgery. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to advance and remove could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect code 4582 was removed.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a coronary intervention procedure using a 6f sheath. Reportedly, there was resistance when advancing the prostyle device in the vessel; therefore, the physician decided to remove it. When attempting to remove the device from the vessel, the device became stuck. The physician tried to remove the device with gentle manipulation; however, the device separated at the junction of the distal to proximal guide. The black distal guide/sheath portion remained in the patient anatomy. A vascular surgeon was called in and cut down surgery was performed to remove the separated prostyle distal guide/sheath from the patient anatomy. The foot of the prostyle was never opened; nor had the device been deployed. There was no tissue/vessel damage. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.